Manufacturer narrative:
(B)(4). Results: lockout slide tip damaged, damaged adjusting knob. The analysis results showed that the device with the hook shroud open and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the adjustment knob turned to approximate and the jaw broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.